Manufacturer narrative:
During initial installation, a restart ventilator alarm was generated. The field service engineer found a problem with the dc/dc & standard connectors printed circuit board (pcb) and replaced it. No device logs were received. No further issues have been reported. The visual inspection of the returned dc/dc & standard connectors pcb showed that the board was damaged. A capacitor was out of position, bent into an inductor and dented. The monitor cable connector had marks that could indicate a forced connection of the monitor cable to the connector. These imperfections may have contributed to the event, but electrical measurements showed that the components were electrically functional. The returned dc/dc & standard connectors pcb was installed in the reference ventilator and simulated use test ventilation did not reproduce the described customer issue. The alarm restart ventilator indicates in itself a communication error between the user interface panel and the monitoring pcb and will not affect ongoing ventilation. The conclusion is that the dc/dc & standard connectors pcb was physically damaged but that the board worked as expected during the investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during initial installation, an alarm indicating restart ventilator was generated. There was no patient involvement. Manufacturer's ref #: (B)(4).